Manufacturer narrative:
Based on the information provided, it is indeterminable as to what caused or contributed to the bowel injury sustained by the patient. A follow-up MDR will be submitted if any additional information is received. Isi has reviewed the site's system logs with procedure date of (B)(6) 2019, and no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: post a da vinci surgical procedure, the patient experienced complications that required the patient to undergo a secondary surgical procedure for exploration and subsequent repair of a bowel perforation. It is unknown what caused the perforation to the patient's bowel. There was no report of any malfunction of the da vinci surgical system, instruments or accessories, and it was not reported that the da vinci surgical system, instruments or accessories caused the patient¿s injury.

Event description:
It was reported that following a da vinci surgical procedure, the patient experienced complications that required the patient to undergo a second surgical procedure for exploration and subsequent repair of a bowel burn injury. It is unknown what caused the burn injury to the patient's bowel. There was no report of any malfunction of the da vinci surgical system, instruments or accessories, or any intraoperative complications during the initial procedure. On (B)(6) 2019, intuitive surgical, inc. (Isi) obtained the following additional information from the site's robotics coordinator and the surgeon regarding the reported event: it was reported that the patient underwent a robotic hysterectomy for endometrial cancer on (B)(6) 2019. An unknown number of days post-operative, the patient allegedly experienced abdominal pain and had high creatinine and sugar levels. The patient was hospitalized on (B)(6) 2019, with a suspicion of an aspiration event. Since the patient was ¿not doing well,¿ the patient had a diagnostic CT scan done on (B)(6) 2019. It was identified that the patient had pneumoperitoneum and a collection of fluid in the pelvis. Immediately the patient underwent an exploratory open surgical procedure with suspicion of bowel perforation. The surgeon identified a ½-1 cm thermal bowel injury on the sigmoid colon. As a result, there was a sigmoid resection done to repair the bowel injury. The energy instruments used during the initial robotic procedure were the monopolar curved scissors (mcs) and fenestrated bipolar instruments. The surgeon stated he was not sure what the root cause of the thermal bowel injury was. The surgeon speculated that it could have been a reprocessing issue. He does not believe it was related to a malfunction of the davinci instrument or accessories since both energy instruments had been used before with no reported issues. The surgeon confirmed the following; the tip cover accessory was installed correctly there was no change in the electrosurgical settings, and there was no arcing witnessed during the initial robotic procedure. The patient is reported to be recovering well and was to be discharged in a couple of days. The robotic coordinator confirmed that the tip cover accessory had been discarded. Neither the monopolar curved scissors (mcs) nor the fenestrated bipolar instruments will be returned to isi for failure analysis. There is no video recording of the procedure available for review.